Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The boston scientific technical services consultant observed that using 120 microwatts to have 3 volts of right ventricular threshold output on 100 percent pacing was way too high and confirmed that the patient was on hydrogen advisory. Device replacement was recommended. This pacemaker was explanted and replaced with the same model. No additional adverse patient effects were reported.